Manufacturer narrative:
The field service engineer replaced the measuring cells. He performed system checks and system adjustments. After service, the customer confirmed the qc was running ok and had no further issues to report. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module. The initial result was not reported outside the laboratory. The customer performed repeat testing for confirmation. At 15:11, the patient¿s initial ft3 result was 1.13 pmol/l. At 16:24, the patient¿s repeat ft3 result was 3.5 pmol/l. The repeat result matched the patient¿s history and was determined correct by the customer. The ft3 reagent lot number was 476059 with an expiration date requested but not provided.